Event description:
It was reported that a progav shuntsystem (part # fv422t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the shunt system was believed to be difficult to adjust. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities detected. Measurement of surface of the housing: derformation detected: yes - measured value: - 0.035 mm [tolerance (0 ± 0.02mm)] too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav shunt system is permeable. Adjustability test: the progav was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in both valves. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.